Event description:
Fire department personnel were attending to a pt, condition unk. Allegedly during a post event data review it was observed that on the first two shock advised decisions, the device removed the charge and did not transfer energy to the pt. A subsequent countershock was successfully delivered, however the pt was not resuscitated. The customer did not report that the alleged malfunction caused or contributed to the pt's death.